Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed the downstream occlusion (dso) calibration. No patient involvement reported.

Manufacturer narrative:
D9: date returned to manufacturer; 12/17/2024. One device received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing performed and found that the downstream occlusion(dso) sensor was contaminated. The sensor was replaced.